Event description:
An infusion pump with a failure code 403. It was not specified if this failure occurred while infusing on a patient. No patient injury was associated with this report and no incident reports had been filed.

Manufacturer narrative:
Evaluation summary: the reported failure code 403 was confirmed during testing. Corrective and preventive action have been put in place to investigate this issue.